Manufacturer narrative:
Device manufacture date: unknown. Medical device expiration date: unknown. No lot # provided. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had fibrin and gel globules present in tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.